Event description:
American home pt was contacted at approx 11:45 am by family member of the pt. They reported that the ventilator had become dysfunctional, making a "loud crackling noise with fire". This occurred while the pt was at school with their nurse. The nurse witnessed the event, and when the ventilator began making noise, immediately disconnected the pt. She ventilated the pt, via ambu bag. The nurse witnessed "black smoke" pouring out of the machine" within seconds of the crackling noise. At this time school staff unplugged the machine from electrical current. The nurse reported that the machine was disconnected from the pt. Prior to any emissions from the ventilator.